Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that the item 200002302 tech placed the tip on the impactor and fired it in the air right before handing it to the doctor when the femoral head impactor broke in the air. The issue was observed right before surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. It was reported that there was no further information regarding the issue. All available information has been disclosed. No further information was provided. The product was returned to depuy synthes for evaluation. Visual analysis of the returned sample revealed that dps hd imp tip has broken in twice parts near the threaded. The broken fragment was returned for evaluation. The observed condition the device could be contribute miss handling as per reported by the costumer. Properly handling and attention to the approved use of the device diminishes the risk of failure. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the dps hd imp tip would have contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H11 additional narrative: added: d9. Corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tech placed the tip on the impactor and fired it in the air right before handing it to the doctor and the femoral head impactor broke in the air. The issue was observed right before surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. It was reported that there was no further information regarding the issue.